Event description:
It was reported that the patient expired. The patient's death was sudden and unexpected. The cause of death and relationship to the implanted devices were undetermined. Autopsy results were pending. The pump was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.